Event description:
A nurse reported that before cataract surgery knives were noted to be dull. Procedure was completed by using new knives. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).